Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00002 on january 14, 2016. On 01/15/2016 additional information: the customer provided the (B)(6) conf lot number that was used. The lot number was 233383098: expiration date 04/08/2017, date of manufacture: 04/08/2015. (B)(4). The result that was reported was (B)(6) conf result was "not confirmed". Siemens healthcare diagnostics is investigating. The customer is shipping the patient sample for additional testing.

Manufacturer narrative:
The cause for the discordant (B)(6) conf results with (B)(6) ii is unknown. Siemens healthcare diagnostics is inquiring if the patient sample is available for further testing and investigation. The instrument is performing within specifications. The (B)(6) confirmatory (conf) assay IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)." UDI number: the UDI number is unknown. The customer has not provided the (B)(6) conf reagent lot that was used at the time of the event.

Event description:
A not confirmed (B)(6) result was obtained when the customer performed the advia centaur xp (B)(6) confirmatory (conf) testing on a prenatal patient sample. The result was considered discordant with the (B)(6) ii assay in which the result was (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00002 on january 14, 2016. Siemens filed the MDR 1219913-2016-00002 supplemental report 1 on february 3, 2016. On 03/11/2016 additional information: siemens received the patient sample for additional testing. However, the volume of less than 500ul was inadequate for testing. Therefore, siemens is unable to determine the cause of the discordant result. The cause for the discordant hbsag conf results with hbsag ii is unknown. The instrument is performing within specifications. No further evaluation of the device is required.